Event description:
The customer reported that the device was sticking to tissue during a laparoscopic salpingo-oophorectomy. It was noted that there was no mechanical failure with the device at the time it is sticking to tissue. The surgeon opened the jaws and this resulted in a tear to the wall of the uterus and blood loss of approx 600cc. The bleeding was controlled with bipolar cautery and no transfusion was necessary. The pt is currently in fine condition.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.